Event description:
It was reported that a file separated. Multiple unsuccessful attempts were made to obtain further info.

Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Four separated files were returned and visually inspected. The results are as follows: catalog# a041022500100 - appears to have been used six times and was noted as having separated 3.5mm from the tip. Catalog # a041122500100 - appears to have been used three times and was noted as having separated 5mm from the tip. Catalog# a041122500100 - appears to have been used four times and was noted as having separated 2mm from the tip. Catalog# a041122500200 - appears to have been used three times and was noted as having separated 1.5mm from the tip. No unwinding was observed on any of the files, indicating that the separations were due to fatigue. Also, it was noted that the handles contained numerous white markings. Please note that it is not know which particular file was involved in the event. Reference report numbers 8031010-2006-00485, 8031010-2006-00595, & 8031010-2006-00597 for documentation of the other separations.